Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. The customer reported issue was confirmed. According to the investigation, the pressure was tested, the device did not activate within specification. Investigator's replace the pump downstream sensor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited high pressure at 49.51. And tolerance: 12.41 psi. No patient involvement reported.